Event description:
Independent repair center: customer alleged unit will not start and the key failure is the pilot valve is not shifting.periindependent repair center: customer alleged alarming/red light and the key failure is the pilot valve is not shifting.